Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Excess liquid ? Lubricant ? In the barrel of the syringe visible presence of excess liquid, lubricant in the syringe. See attached video when did the incident occur? Before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one video and thirty-two physical samples were provided to our quality team for investigation. The video is evaluated and silicone is observed at the top of the syringe. Upon inspection of the returned product, silicone can be observed within some of the provided samples. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407127 were found to be within specification. A sampling was completed and six of the returned products underwent these same tests and verified all product was within specification. A device history review was performed for the reported lot 2407127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident, all production and quality processes were verified to have been completed without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Silicone can be visible due to poor distribution. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.